Event description:
The customer reported to olympus that the evis exera iii video system center had no image. The test image could be seen but there was no live image. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation.   New information added to the following field: g2 (report source). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely, that the image is noisy temporarily, because the image signal is not processed properly, due to the faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. This report is being supplemented to provide additional information based on device.